Manufacturer narrative:
The event of event code is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation :rupture and capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Patient representative reported "breast implant complaint, "radial folds", "rupture" and "capsular contraction". Device was explanted.